Manufacturer narrative:
Complaint conclusion: the wife of a cypher patient called for stent card replacement and additionally reported adverse events. On (B)(6) 2003, patient had a stress test performed and within 10 minutes he was rushed into surgery for a "blockage" where he had a cypher stent implanted in the rca. On date not obtained patient experienced the old stent "clogged." As treatment on (B)(6) 2014, patient had a "xience" stent implanted "lower", "at the bottom" which could not be further clarified and it was not obtained if patient was hospitalized for this procedure. As further treatment on 2014/u/u, after the new heart stent, patient began imdur 30mg daily, aspirin was increased to 325mg daily, and coreg cr was increased to 40mg. On u/u/u, after the "xience" stent was implanted patient experienced chest pain which his wife though was a heart attack and he was taken to the emergency room on two occasions. It was reported the physician said that chest discomfort can happen with the "xience" stent and as treatment patient was prescribed nitroglycerin to be used as needed. No further information was obtained including permission to follow-up with any of the health care providers. The complaint product was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. A myocardial infarction (mi) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. An mi is a known potential adverse event related to having a coronary stent implanted. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch, causing an mi. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the patient¿s serious medical history and the progression of existing coronary artery disease may have contributed to the event. No corrective or preventive action will be taken, given that; with the information provided the reported events do not appear to be related to the manufacturing process.

Manufacturer narrative:
Concomitant medications: crestor "cholesterol" 20mg/daily ( - ong), centrum multivitamin -/daily ( - ong), nasacort "constant nasal drip" -/2 sprays daily, morning and evening \( - ong) (B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The wife of a cypher patient called for stent card replacement and additionally reported adverse events. On (B)(6) 2003, patient had a stress test performed and within 10 minutes he was rushed into surgery for a "blockage" where he had a cypher stent implanted in the rca. On date not obtained patient experienced the old stent "clogged". As treatment on (B)(6) 2014, patient had a "xience" stent implanted "lower", "at the bottom" which could not be further clarified and it was not obtained if patient was hospitalized for this procedure. As further treatment on 2014/u/u, after the new heart stent, patient began imdur 30mg daily, aspirin was increased to 325mg daily, and coreg cr was increased to 40mg. On u/u/u, after the "xience" stent was implanted patient experienced chest pain which his wife though was a heart attack and he was taken to the emergency room on two occasions. It was reported the physician said that chest discomfort can happen with the "xience" stent and as treatment patient was prescribed nitroglycerin to be used as needed. No further information was obtained including permission to follow-up with any of the health care providers.